Manufacturer narrative:
The actual device was not available; however, a picture sample was received for evaluation. The visual inspection localized the issue on the filter pod. The reported condition was verified. The cause was manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, the access pod was observed to be broken. It was reported that blood entered the access pod sensor inside the machine. There was no patient injury or medical intervention associated with this event. No additional information is available.